Event description:
It was reported that the pump battery was depleting quickly. Subsequently, the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in blood glucose (bg) level decreasing to 48mg/dl. The customer consumed carbohydrates and glucose tablets to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned.